Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience barrel cracked it was reported by the customer reported that cracked 3ml luer lock tip bd syringe. Verbatim. Rcc received a complaint via email. Email(s) attached. Defect material description: syringe tray, 3ml bd 25pk (ref. (B)(4)). Defective quantity: 1 defect description: cracked 3ml luer lock tip bd syringe (ref # (B)(4)). Observed date: (B)(6), 2023. Sample availability for supplier to investigate: no. Is defective evidence (i.e. Pictures; test results etc) available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the sample photo. Analysis of the photo showed that the barrel of the syringe was cracked. Bd determined that the cause of the failure was related to our assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Material#: 309702, lot#: 3244352. It was reported by the customer reported that cracked 3ml luer lock tip bd syringe. Rcc received a complaint via email. Po#: (B)(4). Defect material description: syringe tray, 3ml bd 25pk (ref. 309702), lot number: 3244352, item code: 309702, defective quantity: (B)(4), defect description: cracked 3ml luer lock tip bd syringe (ref#: 309702). Observed date: december 6, 2023. Sample availability for supplier to investigate: no. Is defective evidence (i.e. Pictures; test results etc) available? Yes. Is patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No.